Event description:
On 19nov2008, an updated report was received with the following information and the notification of the adverse event: the target lesion was moderate calcified in rca#1. The physician dilated the lesion twice at 14 atm for 20 seconds using an angiosculpt ptca 2.5x10mm. The ptca 2.5x10mm diameter balloon was undersized for the lesion and was changed to a 3.0x10mm. On the first inflation, the angiosculpt 3.0x10mm was inflated to 20 atm for 20 seconds. The physician performed a second inflation of the same device to 20 atm, at which point the balloon ruptured. After the rupture, a dissection was confirmed and two s-stents were deployed for the dissection. The physician seemed to misunderstand the rbp of the angiosculpt 3.0mm diameter was 20 atm. Prior to use the device was inspected, prepared and air bubbles removed with no abnormalities noted.

Manufacturer narrative:
The complaint catheter was inflated above its rated burst pressure (rbp). The device is labeled with a rbp of 18 atm. The surgeon inflated the device twice to 20 atm.